Manufacturer narrative:
Patient identifier not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive twice during a procedure. The system had to be rebooted each time. Patient exams were deleted to free up space on the system. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component computer had a bad memory module. If information is provided in the future, a supplemental report will be issued.